Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The customer stated that she went to the lab for a blood test, and at that time her glucose was high, which lead to her hospitalization. The customer stated that recently she had a kidney transplant and the cannula on her infusion set was bent. The customer declined to troubleshoot as she had multiple bent cannulas. The customer did not feel comfortable with the infusion sets and requested them to be replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.